Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital after reported feeling symptomatic post system implant. Cardiac tamponade was suspected. The right ventricular lead was repositioned. Patient¿s condition was stable and improved post-procedure.